Event description:
The pt's father reported the pt's insulin infusion sets are not properly adhering to her skin. He stated this has occurred with all 3 infusion sets they have used today. To troubleshoot, the pt's father was asked if the pt prepared her site with an IV prep wipe before insertion. He said they were not familiar with IV prep wipes and used alcohol to prepare her site. The use of IV prep wipes were explained to the pt's father. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.